Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21ga 1-1/4in tw ll eclipse brazil contained foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "sealed packaging contains inside a rusty screw."

Manufacturer narrative:
Photos and sample received by our quality team for investigation. Through visual inspection, foreign matter can be observed inside the needle packaging, which appears to be a screw. A device history review was performed for reported lot 2243805, maintenance records related to the incident was found. Possible root cause is associated with screw coming loose from the new protection installed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information.

Event description:
Additional information: was the reported incident observed before, during or after use on the patient? Before. Was there any harm to the patient/healthcare professional? (Detail) not reported. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Details) not reported. Was blood or chemotherapy exposed to mucous membranes (eyes, nose and mouth) or skin? If so, state whether the exposure was the patient's or the professional's and what measures were taken. (Details) no. What medication was being administered? Not informed. Is the sample related to the incident available for analysis? If yes, how many units? (We collect a maximum of 10 units for analysis purposes) yes, 1 unit. For sample collection, please state: attached in fup. Has anvisa already been notified? If so, what was the notification number? Yes , notification made under number 2023.12.003045.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, foreign matter can be observed inside the needle packaging, which appears to be a screw. A device history review was performed for reported lot 2243805, maintenance records related to the incident was found. Possible root cause is associated with screw coming loose from the new protection installed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness of this matter.